Manufacturer narrative:
Arjo was informed by the customer that a patient sustained deep tissue injury while on the rotoprone system. The hospital is in litigation with a patient regarding their stay on the rotoprone. The patient stayed in the hospital from (B)(6) 2018. The event occurred in (B)(6) 2018. The rotoprone therapy system is prescribed for patients suffering from the consequences of immobility, the system is to help caregivers address potentially life-threatening conditions by means of prone therapy. But proning itself may present risk of pressure injury. Product user manual includes steps that can be considered while managing potential skin complications. User manual warns: - "fitting the head support, face pack or other packs too tightly may increase pressure points, possibly leading to skin breakdown. Assess skin at frequent intervals depending on patient condition (at least every four hours). Give extra attention to skin at pressure points and locations where moisture or incontinence my occur or collect. Common pressure points include, but are not limited to, the face, ears, axilla, shoulders, sides and upper and lower extremities. Early intervention may be critical to preventing serious skin breakdown. Do not leave patient in a stationary position in the supine or prone position for more than two hours". Additionally, the rotoprone bed is equipped with an alarm, which is triggered in case patient has been in prone position more than 3 hours and 15 minutes in order to remind caregivers about skin assessment. Another alarm is triggered when the bed surface has been in stationary position for more than 30 minutes. Patients in critical care units are at significant risk of skin breakdown related to physiological decompensation as well as prolonged static positioning. There is increased risk of skin breakdown in patients placed in the prone position versus patient in the supine position and thus this risk is well-known and understood in the medical community caring for these patients. There are various methods to manage pressure ulcer and therefore the risks of skin breakdown are usually deemed less than the risk of significant physiological decompensation the patient may experience. The treating physician assesses these risks in the context of the potential benefit of the therapy to the individual patient upon prescribing the therapy. In the complaint at hand there was no product failure, and it is possible that deep tissue injury could have been related to patient medical condition. In summary, the rotoprone bed was used for patient treatment when the event took place and therefore played role in the incident, however no product failure was indicated.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the investigation.

Event description:
On 11 apr 2019 arjo was informed about a patient who sustained deep tissue injury while on the rotoprone system. The event occurred in (B)(6) 2018.